Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
Removed a0706, b13, g02004. Added a070603, b17, g02002.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.